Manufacturer narrative:
(B)(4).

Event description:
The patient is implanted with 2 leads (from the same lot) as part of his drg stimulation system. It was reported the patient experienced leg weakness and a myelogram was ordered. Follow-up information indicated the patient had a hematoma and surgical intervention was undertaken to remove the hematoma. Following the removal of the hematoma the patient's leg strength has improved.

Event description:
Additional information received indicated patient is currently in rehabilitation and working on regaining strength and mobility.

Event description:
Additional information received stated the patient has been transferred to an assisted living facility and is gaining strength in his leg, but has yet to begin to ambulate. Patient's physician is aware of the patient's progress.